Event description:
It was reported that after pre-dilatation was performed on the moderately calcified, de novo lesion in the chronic totally occluded (100% stenosis) right coronary artery, a 2.5x28 mm xience v did not cross to the target lesion. It was then noted that the stent was found to have flared struts. Resistance was reported to be felt during retraction of the device from the patient. The procedure was completed using a new, same size xience stent, which was implanted in the lesion. There were no patient adverse effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and shaft consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts in the first and second rows of the proximal end of the stent implant, confirming the reported damage. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified which likely contributed to the failure to advance and stent damage as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the stent caught on the lesion/anatomy during retraction, damaging the struts, and contributing to the resistance during retraction as damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve during retraction of the device. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stent damage for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.